Event description:
I am getting a wide range of readings from my glucose meter, - life scan ultra2, made by johnson & johnson-this is a big problem, my meter is giving readings of 113mg to 158 mg using test strips - lot number #2716184- in the meantime, my real reading was below 67mg, tested with old set of test strips. I have been feeling that my blood sugar was low, however, my meter was giving me false readings. Dose or amount: blood reading, frequency: 7 times, route: sq. Diagnosis or reason for use: diabetic blood reading.